Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter lumen. Four ablations had been applied to the final pulmonary vein, the right inferior pulmonary vein (ripv), and the physician changed the catheter deployment state for the final ablation set when they found they could not move the guidewire. The guidewire could still be fully deployed and undeployed, but the guidewire could not be removed. The catheter and wire were removed from the patient, and it was observed that there was tissue trapped between the guidewire and the catheter's guidewire lumen. The catheter was replaced with another farawave pfa catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter lumen. Four ablations had been applied to the final pulmonary vein, the right inferior pulmonary vein (ripv), and the physician changed the catheter deployment state for the final ablation set when they found they could not move the guidewire. The guidewire could still be fully deployed and undeployed, but the guidewire could not be removed. The catheter and wire were removed from the patient, and it was observed that there was tissue trapped between the guidewire and the catheter's guidewire lumen. The catheter was replaced with another farawave pfa catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Although the device was not returned for analysis there was enough information included in the event description for investigators to determine the most likely cause was unintended user error. The farawave catheter's instructions for use state "use caution when advancing, retracting or otherwise manipulating system components to avoid damaging tissue or vessels or interfering with previously implanted medical devices.". Due to the report that tissue was found between the guidewire and the catheter the device likely made unintended contact with the patient's heart tissue. Additionally, tissue damage is considered a known inherent risk of the catheter as the farawave's instructions for use state "potential adverse events associated with use of the farawave catheter includes, but are not limited to: tissue damage."